Event description:
It was reported that during a lap hysterectomy procedure, the shear worked intermittently and there was a high frequency noise heard during activation. No error code was noticed. The instrument was cleaned after surgery and the blade broke off during decontamination. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.